Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who received unknown baclofen (500mg/ml, 95mg/day) in an implantable pump an unknown indication for use. The patient had a history of tetraplegia. The pump was explanted (complete system) on (B)(6) 2008 due to pump pocket area infection. The customer discarded the pump. The pump was not going to be replaced in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The issue was considered resolved as of (B)(6) 2017. The status of the patient was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The name of the initial reporter was not known; however, it was determined that it was a healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.